Manufacturer narrative:
(B)(4). The following additional information was received: the surgeon is using vicryl and stratafix to reinforce.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the initial procedure? What was the condition of the tissue where suture was used (normal, diseased, weakened)? Where did the suture start (top to bottom or bottom to top)? When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? When suturing with stratafix spiral, how far was the bite from the edge of the tissue? Were any solutions used during closure (ie antimicrobial)? Was there any patient event prior to the wound dehiscence (cough, fall, etc)? How deep was the wound dehiscence (to what layer of tissue)? What is the surgeon opinion as to relationship of the stratafix symmetric and the wound dehiscence? What is the surgeon opinion as to relationship of the stratafix spiral and the wound dehiscence? Can you describe the appearance of both stratafix sutures during the second procedure? Was the suture found intact and tissue pulled away from suture? Was the symmetric suture found broken, can you identify where (termination, middle, end)? Was the spiral suture found broken, can you identify where (termination, middle, end)? Do you have the status of suture for evaluation? Can you provide patient age, gender, weight, other medical conditions?

Event description:
It was reported that a patient underwent a total knee procedure on unknown date in (B)(6) 2018 and barbed suture was used in the deep fascia tissue. The patient experienced wound dehiscence two weeks post procedure. A second procedure was performed on an unknown date to close the wound with unknown suture. The patient current status is reported as discharged and doing fine. Additional information has been requested.